Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was unable to pace and was found to have dislodged. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.